Manufacturer narrative:
Advanced failure analysis investigation was completed for the sureform 45 green reload (part number (B)(4)) used during this procedure: damage to the cartridge knife slot distal end and knife edge indentations suggest the reload was fired across an obstruction, such as a staple, and the knife dragged the obstruction down as the blade was attempting to be retracted below the cartridge, causing deformation of the knife slot. Failure analysis confirmed the reported event for the sureform 45 black reload (part number 48345t-01) used during this event. The reload was found to have the knife exposed within the knife track. However, all the pushers appeared at the bed surface the cartridge, indicating a complete fire occurred. Additional observation not reported was the knife of the reload was found with an indentation to the blade edge. The known common cause of this failure is mishandling/misuse. Failure analysis found the additional failure of blade damage to be related to the customer reported complaint. Additional observation not reported was body cartridge damage appeared at the garage track. Indentations to the body were observed. No material appeared to be missing. The known common cause of this failure is mishandling/misuse. Failure analysis found the additional failure of cartridge damage to be related to the customer reported complaint. Advanced failure analysis investigation: damage to cartridge knife slot distal end and knife edge indentations suggest the reload was fired across an obstruction, such as a staple, and the knife dragged the obstruction down as the blade was attempting to be retracted below the cartridge, causing deformation of the knife slot. Failure analysis did not replicate or confirm the reported event for the first curved-tip 45 stapler instrument (part number 480545-04/ lot number l92201215 0027) used during this procedure. Upon visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on system with a brand new reload. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed. Staple formation on test was proper. A review of the logs showed that this instrument was used on (B)(6) 2021 on system (B)(6), was installed eight times, and had two successful fires. Failure analysis did not replicate or confirm the reported event for the second curved-tip 45 stapler instrument (part number 480545-04/ lot number l92201215 0029) used during this procedure. Upon visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on system. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp test passed at different angles and fire test passed. Another reload was installed and clamp and fire function passed again. Staple formation on both test sheets were proper. No errors occurred during in-house testing. A review of the logs showed that this instrument was used on (B)(6) 2021 on system (B)(6).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event. The reload appeared to deploy all the pushers but the knife edge was not concealed at the proximal end. Knife edge was seen exposed at the garage track and could be pushed up and down manually, indicating further damage within the cartridge body. Failure analysis found the primary failure of an exposed blade to be related to the customer reported complaint. Additional observation not reported was the knife of the reload was found with an indentation to the blade edge. The known common cause of this failure is mishandling/misuse. Failure analysis found the additional failure of blade damage to be related to the customer reported complaint. Additional observation not reported was body cartridge damage appeared on the top surface. No material appeared to be missing. The known common cause of this failure is mishandling/misuse. Failure analysis found the additional failure of cartridge damage to be related to the customer reported complaint. This reload will be transferred to engineering for further evaluation. The shuttle track was not removed and left in as-is condition for further removal from engineering to investigate the condition of the shuttle track/knife edge unit. This additional investigation has not yet been completed. A follow-up MDR will be submitted for further details that are obtained. The stapler instrument logs for the staplers used during this procedure were observed by a senior failure analysis engineer and the following information was provided: the first stapler used was pn 480545-04, lot l92201215-0029 which fired a total of ten reloads. All firings were completed per the logs. Firings two, four, and ten each had one pause for compression, the rest had no pauses. This instrument had one incomplete clamp prior to the second firing. The second stapler used was pn 480545-04, lot l92201215-0027. This instrument fired a total of two reloads (1 black followed by 1 green). Both firings were completed per the logs with no pauses for compression. This instrument had one incomplete clamp prior to the second firing. After the second firing, this instrument failed initialization on the subsequent 6 installs. The third stapler used was pn 480545-04, lot l92201215-0028. This instrument fired a total of three reloads (1 green followed by 2 blue). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. A clinical development engineer (cde) reviewed the videos of this event and the following information was provided: "during the fire, the stapler fires normally for the first few mm, but then tissue begins to slide distally instead of staying in place. When the fire completes, malformed staples can be seen deposited in a cluster at the distal end of the fire, not embedded into tissue. A small amount of bleeding is observed, which is immediately treated with pressure and suction. The stapler is re-installed with a black reload, and positioned over the same target tissue. The cluster of malformed unembedded staples from the previous fire can be seen between the jaws as it clamps onto the tissue. The stapler is fired again, and the tissue is again pushed distally during the fire. Similar to the previous fire, malformed staples can be seen deposited in a cluster at the distal end of the fire, not embedded into tissue. A small amount of bleeding is observed, which is immediately treated with pressure and suction. The staple line is then completed with two more green reloads. I observed no evidence in the video that these fires would be related the reported mucus plugging or bronchoscopy." This event has been deemed reportable because it was reported that the patient returned for a supplemental bronchoscopy after an unexpected stapler complication during a da vinci assisted procedure. Although the surgeon reported that he does not believe the patient's return to the hospital for the bronchoscopy was related to the reported da vinci stapler event, there is currently no evidence to decisively say why the patient experienced an issue that required them to return to the hospital. At this time, there is no evidence of a product malfunction that could cause or contribute to an adverse event if it were to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a sureform 45 stapler instrument fired ten to eleven times and was cutting, but not stapling. It was also added that the blade would not retract. It was reported that patient returned to the hospital on (B)(6) 2021 for a bronchoscopy due to that patient experiencing some middle-lobe re-expansion issues. It was unknown if the patient's return to the hospital as due to the reported surefrom 45 stapler issue. Follow-up: on 17-may-2021, an intuitive surgical inc. (Isi) executive sales representative (esr) was contacted and additional information was obtained about the complaint: the esr was not present during the procedure, but was texted by the nurse in the room at the time of the event. The esr followed up with the surgeon since this procedure occurred. The sureform 45 fired a green reload across the lung parenchyma. The staples were forming and the blade went the full distance of the instrument, but the blade pushed the tissue instead of cutting it. The blade retracted like normal. Bleeding occurred due to this event however, the amount was unknown during this follow-up. A sponge was applied to the tissue to cease the bleeding. The next stapler fire had the same event occur (the blade pushed the tissue instead of cutting it). It was unknown by the esr if this event occurred with the same sureform 45 and what color reload was being used. The stapler instrument was fired on the lung parenchyma and pushed the tissue without cutting it. It was reported that this second event did not induce much bleeding. The amount of blood loss was unknown as well as how it was controlled during this follow-up. After this second tissue push event the stapler was removed from the system arm and several messages were received stating the stapler instrument failed to initialize. Follow-up: on 18-may-2021, isi contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon reported that no buttress material was used during these stapler events. The first tissue push event occurred with a green sureform 45 reload, and the second event was a black sureform 45 reload. The surgeon said at most 20cc¿s of blood was lost in either of these two events. The initial tissue push event was used with the sureform 45 that was used for most of the procedure and was fired about nine times. After the initial event, a second, new sureform 45 was used and the second tissue push event occurred. After this second event a third, new sureform 45 stapler was used to successfully staple off the target tissue of the lung parenchyma. The target tissue was reported to not be calcified, bunched, have tension, or to have recently received radiation or chemotherapy. No errors or messages were received during the two stapler tissue push events. The surgeon reported firing the first and second tissue push events in line with previous staple lines. The patient returned on (B)(6)2021 for some mucus plugging issues in the lungs and a bronchoscopy was performed. The surgeon stated that he does not believe the patient¿s return or mucus plugging issue is related to the reported stapler issues. The patient was discharged from the hospital on (B)(6)2021. On 25-may-2021, isi received user facility report 2000330000-2021-8041 stating: "doctor was using the xi sureform 45 stapler and it misfired twice. Surgeon fired a green load and it cut the tissue and partial stapled causing some bleeding. When the staple load was removed, the blade did not completely retract. A second new stapler was opened, and surgeon fired with a black load and the same issue occurred. A second black load was opened, and the pa inserted the stapler and could not advance due to an error code stating the stapler could not be fired. A third stapler was opened, and it worked fine for the rest of the case. Patient did have some bleeding due the issue and the surgeon was able to stop it in a timely manner." Narrative from operative report: "while completing the fissure between the upper and middle lobes again with the robotic stapler, the robotic stapler misfired. It appeared that the knife fight between tissue with incomplete seal and the remaining tissue was pushed out of the staple jaws. I requested for a new robotic sureform stapler and this was used again with a similar result. Surgeon was unsure as to why this was happening, and the robotic company was also informed about this problem. These devices were saved and will later be sent to the company representative for additional investigation. Surgeon was then able to complete the fissure using a 3rd robotic stapler which fired without any technical problems. Minor oozing from the staple was controlled with robotic bipolar electrocautery. The specimen was placed in endo-catch bag and removed via assistant port. A pexy maneuver was also performed between the middle and lower lobes to minimize risk of middle lob torsion."

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of postoperative bleeding, which could potentially be related to a product problem. Corrected information can be found the following fields b1 updated from "adverse event" to "adverse event and product problem".

Event description:
Refer to h10/h11 for follow-up information.